Manufacturer narrative:
(B)(4). External visual inspection revealed that the electrode was severed along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Additional information: the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Event description:
The receipt reportedly experienced poor performance and static. The recipient has shown any improvement in the past two years. External equipment was exchanged and programmed adjustments were made, however this did not resolve the issue. Revision surgery has been scheduled.